Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with the device displaying a high blood glucose reading and the user suspecting scar tissue buildup at the infusion site; troubleshooting and education were provided, including an infusion site placement diagram. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or injury. Investigation included customer support troubleshooting and user education. Investigation of this case revealed insufficient evidence to confirm a device malfunction, with a potential infusion site issue such as impaired absorption considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.